Event description:
Boston scientific received information that during a routine clinic follow up, noise was observed on the right atrial (ra) lead. Additionally, pacing impedance measurements were greater than 2,000 ohms in unipolar and bipolar configurations. A revision procedure was performed and under fluoroscopy, a complete separation of the lead was seen. The lead was successfully removed. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the entire lead body was returned severed in two segments approximately 4.5 cm from the terminal pin. A set screw mark was noted on the terminal pin and ring. No separation was noted on the returned segments of lead and the only division in lead body (into two segments) was at a cut/sever. Further testing confirmed the lead to be electrically continuous.

Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the entire lead body was returned severed in two segments approximately 4.5 cm from the terminal pin. A set screw mark was noted on the terminal pin and ring. No separation was noted on the returned segments of the lead. Further electrical testing confirmed lead continuity.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.